Event description:
It was reported that increased defibrillation impedance was observed on the right ventricular (rv) lead. Conductor fracture was suspected but was not confirmed visually. Lead revision was anticipated to resolve the event. The patient was stable and will continue to be monitored; there were no adverse consequences.